Event description:
It was reported that the finding in the field showed that the patient¿s pacemaker exhibited premature battery depletion. The pacemaker had triggered elective replacement indication (eri) in (B)(6) 2022. The physician explanted and replaced the pacemaker. The patient's condition was stable throughout.